Event description:
Adverse event(s): "none reported" (no info). Product problem(s): "reposition the iol" (malposition of device [iol (intraocular lens) implant]). A surgeon reported having a pt that six months following intraocular lens (iol) implant surgery, he would need to reposition the iol. Additional info has been requested.

Manufacturer narrative:
The product was not returned for analysis; device remains implanted. Product history records could not be reviewed because, the reporter did not provide a lot # or any identification traceable to the mfg documentation. Additional info was requested on 03/31/2010, 04/12/2010, and 04/15/2010 by phone, fax, and mail. A completed questionaire has not been received. (B)(4).